Event description:
Latex biogel gloves were opened onto the sterile field in the appropriate sterile fashion, when the gloves were opened by the surgeon, a hair was noticed to be insided of the glove. The gloves were immediately passed off the field and replaced.